Event description:
Hamilton co was informed in 2004 of an event that occurred in which the hamilton microlab at +2 instrument reportedly had a corroded spring in the waste tubing, and a technician was cut by the potruding spring. This report is associated with hamilton customer complaint number 8794.